Manufacturer narrative:
The investigation has determined that a discrepant vitros troponin I es result was obtained from a single patient sample processed using vitros troponin I es reagent lot 3181 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Qc results were only obtained on the day of the event, so it was not possible to make an appropriate assessment of the vitros tropi es reagent. Therefore, a reagent performance issue cannot be ruled out as a contributor to the event. However, cliniqa qc results on the day of the event were within acceptable limits. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3181. Concordance was observed between alternate plasma and serum results obtained from samples collected from different patients. The patient samples were tested using vitros tropi es lot 3181 on different instruments, indicating reagent or instrument issues were not likely contributors to the event. Precision testing of the vitros 5600 integrated system was not performed, therefore it cannot be confirmed that the instruments were operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the events. In addition, it was not possible to establish if either customer was following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a discrepant vitros troponin I es (tropi es) result from a single patient sample processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient sample result of <0.012 ng/ml versus the expected result of 0.0908 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected, vitros tropi es result was reported from the laboratory, but it is not known if treatment was altered, initiated or stopped as a result of the lower than expected result. It is unknown if a corrected report was sent. Ortho has not been made aware of any allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).